Event description:
It was reported that the screw was too loose to fix the plate in the invasive fixed operation for maxilla fracture. The surgeon and the nurse said, the drill (B)(4) which was used to drill the hole had a bigger diameter. The surgeon used another drill to make another hole for the plate, and the plate was fixed completely without any problems.

Manufacturer narrative:
Investigation in process, but not yet complete.